Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that metallic and reflective fibers were seen in a pt's eye during cataract surgery. The surgeon was unable to remove two of the particles. Surgeon saw the pt at the one day postoperative visit and the pt was doing well. Add'l info was requested.